Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. During the evaluation, no evidence of any pre-existing material defect was found. A conclusive root cause of the event could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿ceramic head fractures have been reported.¿

Event description:
It was reported that patient underwent an initial left total hip arthroplasty on (B)(6) 2015. During the procedure, the ceramic head fractured into five pieces after impaction. All pieces were retrieved from the patient, and a cobalt chromium head was used to complete the procedure. No further information has been provided..